Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a female patient, of unk age and initials, whose relevant medical history was not provided. The patient received 1 injection of synvisc one in the knee "about 3 weeks ago" (approx (B)(6) 2009). Within 24-48 hours after the injection, the patient went back to the doctor's office with an effusion, which the physician aspirated and injected with depo-medrol. The aspirate was yellow, turbid fluid but the culture came back negative for infection. The patient had 2 subsequent knee effusions, the third of which was on (B)(6) 2009. These subsequent knee effusions were "tapped" and sent off for cultures to rule out infection. Again the cultures came back negative for infection, and the aspirate continued to be yellow, turbid fluid. The physician noted that the synovium from the third effusion was "boggy". The patient and the doctor expressed frustration with the returning effusions. This was also the very first synvisc treatment that the patient has ever been exposed to. No further information was provided. As of date of receipt of this report, the patient outcome was unknown. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.